Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated, and that the power supply unit had suffered moisture damage. (B)(4) surmised that the reported issue was caused by massive moisture damage. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from (B)(4), there was the possibility that this phenomenon was attributed to the failure of the power supply unit. Thus, it is surmised that the main electrical circuit board controlling the front panel could not be start normally and hangs up, and all indicators on the front panel lit up. The power supply unit might have been damaged due to the being fluid spilled on or into the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found that all indicators on the front panel of the subject device lit up and could not be turned off. The user surmised the invasion of water or moisture into the subject device had occurred. There was no report of patient injury associated with this event.